Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation.

Event description:
Asr revision; right; xl; reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Asr revison.right.xl.reason(s) for revision: pain.(B)(4).claimsuite received 5th august 2014. Hip side amended. Manufacturing dates amended. Stem product codes and lot number amended.hip(s) to be revised: left.